Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis due to a possible fluid loss or inability to transfer fluid from the reservoir caused by folded over reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated.

Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis due to a possible fluid loss or inability to transfer fluid from the reservoir caused by folded over reservoir. Additional information received stated that the patient issue resolved. The patient uses all the fluid in the reservoir and has a usable erection. No patient complications were reported.

Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis due to a possible fluid loss or inability to transfer fluid from the reservoir caused by folded over reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.